Manufacturer narrative:
The suspect device was returned for evaluation. Visual inspection of the returned device found a lint in the chamber. Device was flushed with water, and lint was observed to be loose in the chamber. The complaint was confirmed. The most probable cause of this occurrence is attributed to particles, dust, and microbial contamination from the manufacturing environment.. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer reports there is a lint in the chamber. This was found at incoming inspection at the distributor and did not reach the end user site. No injury was associated with this event.